Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4).

Event description:
The customer reported via phone call that they were hospitalized due to low blood glucose and diabetic ketoacidosis. The customer's blood glucose was 24 mg/dl at the time of hospitalization. The customer stated that they gave glucose tablets for low blood glucose. The customer's blood glucose was 438 mg/dl at the time of call. The customer stated that they were given IV to treat the blood glucose. The customer stated that they were off the insulin pump at the time of hospitalization for less than 48 hours. The customer declined to troubleshoot. The insulin pump will not be returned for analysis.